Event description:
Physician had device in arch of aorta approx 1-2mm. He decided to reposition and brought wire out of sack. Pulled back and sack had dislodged. Attempted to retrieve, sack had floated downstream to iliac. Took bioptome and was able to visualize ring. Grabbed hold and pulled out, only the sack was not present. Did an abdominal aortagram and located sack. The sack was then successfully retrieved utilizing vascular forceps.